Event description:
It was reported that the patient presented to the emergency room after receiving an alert for high, out of range, high voltage lead impedance. No patient symptoms were reported. Programming changes were made. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.